Manufacturer narrative:
**Update** 10/20/2011 - (recd by cq (B)(4) 2011) amended complaint indicated the patients counsel incorrectly reported asr devices; however, the patient has pinnacle devices implanted. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update** 11/26/2012 - medical records received. Part/lot information was provided. The doi for the right and left side were also provided. There is no new information that would affect the investigation. Records are available on disc if needed for further review. Doi: (B)(6) 2007 (right hip). Doi: (B)(6) 2008 (left hip). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
**Update**(B)(6) 2012 - medical records received. Part/lot information was provided. The doi for the right and left side were also provided. There is no new information that would affect the investigation. Records are available on disc if needed for further review.doi: 11/00/2007 - dor: no revision reported at this time (left side)doi: 11/00/2008 - dor: no revision reported at this time (right side)patient is a resident of ma.**update** 10/20/2011 - (recd by cq 6/4/11) ammended complaint indicated the patients counsel incorrectly reported asr devices; however, the patient has pinnacle devices implanted.**update** 11/26/2012 - medical records received. Part/lot information was provided. The doi for the right and left side were also provided. There is no new information that would affect the investigation. Records are available on disc if needed for further review.doi: 11/13/2007 (right hip)doi: 11/11/2008 (left hip)

Manufacturer narrative:
UDI: (B)(4).

Event description:
Patient identifier was updated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.